Event description:
Patient reported medication leak. The pump was switched off and the lines clamped. Medication being infused was 5fu. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.